Event description:
Complainant alleged that during function testing, the device displayed "defib fault 72" and "pacer fault 116" messages. Complainant did not indicate that there was any patient involvement int he reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.